Event description:
A hosp infection control practitioner reported that during a four to six week period, a total of six pt bronchial lavage samples were position for trichosporon. None of the six pts showed clinical signs or symptoms of trichosporon infection and they were not treated for infection. In addition, there was also one bronchoscope sample that was positive for trichosporon. The facility considered these case to be pseudoinfections, probably due to contamination of the bronchoscope or associated instrumentation.